Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral asymmetry. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast reconstruction revision with a 400cc smooth mentor memorygel breast implant and experienced postoperative bilateral asymmetry and right-sided implant-site calcification. The surgeon observed what looked like calcified granules during explantation and replacement with 535cc smooth mentor memorygel breast implant, catalog # shpx535, right serial # (B)(4) and left serial # (B)(4) on (B)(6) 2019. This medwatch report is for the right-sided implant.